Event description:
I've been a dexcom user for a couple years and over the last few months the g6 sensor fails at around day 5-7 (of 10 days). This is very disruptive as it usually results in blood sugar issues and continually having to replace sensors prematurely. The sensors that are being sent as replacements from dexcom don't appear to have this issue which leads me to be believe there a problem with a circulating batch of sensors and those need to be recalled. I have reported the issue many times to dexcom in order to get a replacement so the quality team should be aware of this complaint.